Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the drivers hold the implant but at the moment of placing the implant they does not disengage from the implant. Doctor did not finished the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated:  b4: date of this report.  B5: describe event or problem. G3: date received by manufacturer.  G6: type of report. H1: type of reportable event.  H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. One certain® implant driver tip - short (iipdts), one certain® implant driver tip ¿ long (iipdtl), and two certain® 3.4mm(d) driver tip ¿ short were returned for investigation. Visual evaluation of the as returned products identified signs of wear on the devices due to usage but no apparent signs of malfunction.  Device history record (DHR) review could not be performed as the lot numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by items (iipdts, iipdtl & impdts) and no other complaints about nonconforming products were identified. However, complaint history review could not be performed for the unknown implant as the lot/item number was unknown. Therefore, based on the available information and functional testing, driver malfunction did not occur.

Event description:
No further event information is available at the time of this report.